Manufacturer narrative:
The technician found excessive oil in the hydraulic points. The technician removed the excess oil to repair the bed.

Event description:
Information received indicates the head section will not rise.